Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that within approximately one month, the device's battery life had depleted 12%. Technical services (ts) confirmed through a data analysis that the device power consumption was increasing and the device was malfunctioning. Ts recommended the device be replaced. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that within approximately one month, the device's battery life had depleted 12%. Technical services (ts) confirmed through a data analysis that the device power consumption was increasing and the device was malfunctioning. Ts recommended the device be replaced. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that within approximately one month, the device's battery life had depleted 12%. Technical services (ts) confirmed through a data analysis that the device power consumption was increasing and the device was malfunctioning. Ts recommended the device be replaced. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.